Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the clip off his insulin pump broke when he fell down the stairs. Customer stated that about 1 week ago, he fell on his face and injured himself, but he thinks that the pump may have been affected by the fall. Customer stated that the time is not reflecting correctly and he has been in a lot of pain. Customer stated that it has caused his blood glucose to be as high as 400 mg/dl. Customer stated that he broke three ribs and fracture one. Customer was also experiencing a date anomaly and had incorrect bolus dates. Customer stated that he will call back later.